Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. This dm0010faa easydrill cranial perforator with unknown lot number was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cutor tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the perforator did not stop which resulted to dura damage. On follow up, it was mentioned that the damaged dura was sutured and the surgery was completed using the reported device. There was no further information that can be provided regarding the event and the status of the patient post-surgery. It was also added that the device will not be returned as it was discarded by the customer.